Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿periarticular local anesthesia does not improve pain or mobility after tha¿ by I. Dobie mphil, mrcs, et al, published by clinical orthopaedic related research (2012), vol. 470, pp. 1958-1965, doi 10.1007/s11999-012-2241-7, was reviewed for MDR reportability. This study reviews the immediate postoperative efficacy of periarticular injection of a local anesthetic during tha reduced postoperative pain and opioid requirements and improved postoperative mobility. The authors evaluated 46 patients in the injection group and 46 patients in the non-injection group; a total of 92 patients. The study comprised only the first 24 postoperative hours. Implanted products: all patients received identical corail femoral stems (depuy) and pinnacle acetabular cup components (depuy). The femoral head was either a metal or ceramic articul/eze bearing (depuy) and the acetabular liner was either an uhmwpe or ceramic-bearing. Perioperative complications: there were 10 patients unable to mobilize within the first postoperative day. 3 cases of abnormal blood pressure, 3 cases of chest pain, 1 atrial fibrillation, 1 case of myocardial infarction, 1 case of dural leak caused by the administration of spinal anesthesia intraoperatively. This complication was not related to the implanted products. 1 case of immobility for unknown reasons. The authors note that there was no significant difference between postoperative mobility between the groups. Every patient experienced the amount of postoperative pain expected within the first 24 hours of surgery. The authors do not give specific patient identifiers nor do they provide information regarding the treatment of the associated surgical complications."